Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous (av) fistula using penumbra smart coils (smart coils). During the procedure, upon advancing a smart coil into another manufacturer¿s microcatheter, the smart coil became lodged inside the microcatheter. Therefore, the smart coil was removed intact and the procedure was completed using new smart coils and the same microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained a continuous flush during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was slightly bent in multiple locations. The embolization coil was intact with the pusher assembly. The embolization coil displayed several kinks on its distal half. Conclusions: evaluation of the device revealed kinks along the distal portion of the embolization coil. This type of damage may occur as a result of not properly seating the introducer sheath into the non-penumbra microcatheter causing the coil to begin to form inside the hub of the microcatheter. These kinks likely contributed to the embolization coil becoming lodged within the microcatheter. The bend in the pusher assembly was likely incidental and may have occurred when packaging for return to penumbra facilities. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.